Manufacturer narrative:
The investigation into limb ischemia and thrombus has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the thrombus was not determined. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smart assist system. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." B.2 revised as life-threatening selection was inadvertently omitted from initial manufacturer device report number 1220648-2024-13005. E.4 should have been left blank on the initial submitted manufacturer device report number 1220648-2024-13005 as it is unknown if the initial reporter also sent the report to the FDA. H.6 code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2024-13005. Code 3038 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-13005. H.10 a portion of the instructions for use were inadvertently omitted from initial manufacturer device report number 1220648-2024-13005 and were added.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support and developed ischemia in the leg during the support. A distal limb perfusion catheter was placed overnight in an initial attempt to manage the condition; however, the decision was later made to wean and explant the pump. A lower leg fasciotomy was performed and, following impella cp explant, the antegrade reperfusion sheath was found to be occlusive. The sheath was also removed and the clot was extracted by the doctor. A drug-coated balloon was inflated, and distal flow was restored to the limb. The patient was noted to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.